Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the atrial channel. The device was reprogrammed to vvi configuration. No adverse patient effects were reported.